Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed evidence of a sudden drop in vp voltage resulting in a replace battery alarm on the complaint date. The black box history also showed an unexplained power reset event with battery alarms following the power reset on the complaint date. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. Evidence of moisture contamination was observed on the underside of the battery cap contact hub. A battery compartment crack was observed originating from the case seal to above the grip pad. Evidence of moisture contamination was observed inside the battery compartment. The current draws were found to be within specification. A leak test showed a leak at the battery compartment crack. The pump¿s casing was removed, and no evidence of additional moisture was found inside the pump. A "battery life" issue was not duplicated during investigation. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.